Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 600 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Customer appeared out of breath on the phone, tandem technical support proceeded to reach out to emergency medical services (ems). The customer and wife both declined ems services.